Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report high blood glucose levels ranging from 298 to 470 mg/dl. The customer reported symptoms of queasiness and dry mouth. The customer treated with manual insulin injection. The customer stated that the drive support cap was flush. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.